Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge pigtail looked as if it had been pulled and insulin was leaking from the cartridge at the base of the pigtail. Customer thought the leaking caused a "backflush" and suctioned blood from the infusion set site into the tubing. Customer's blood glucose was 300-400s mg/dl. Customer loaded another cartridge and infusion set.